Event description:
Information was received that reported that a patient's pump had been flipping, causing a kinked catheter and subsequent underinfusion volume discrepancies. It was reported that the patient had alleged an increase in pain to go along with the observance of three volume discrepancies over prior months. For the first underinfusion, the expected volume was 14.5ml and the actual aspirated volume was 16ml. Approximately a month and a half later, another underinfusion was observed with the expected volume being 14.6ml and the actual aspirated volume being 17.5ml. Approximately three months later, it was reported that the nurse attempting to refill the pump could not access the port due to the pump being flipped. Patient manually flipped the pump back over and refill was performed. An underinfusion was also observed, with the expected volume being 13.8ml and the actual aspirated volume being 19ml. It was reported that the physician is unaware of how the pump began flipping, as it was sutured in at initial implant. The pump was not refilled after this refill appointment. During the pump replacement surgery, it was found that the catheter was kinked as well as a result of the pump flipping. Both devices were discarded.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was discarded and not returned. It was reported that the physician did not know how the pump became detached and flipped. Per the instructions of use of the device, pump flipping is a known possible risk of use of the device. Internal complaint number: (B)(4).